Event description:
Mr. (B)(6) reported that forty-eight (48) hours post operative, while still under the hospital's care, a pt experienced wound dehiscence of the deep fascia superficial and capsular layers following a total knee replacement procedure. Quill srs pdo, size #2 was used to close the capsule, size #1 pdo for the deep layer and size 2-0 monoderm suture was used to close the skin. The dehiscence occurred in the shower, in the presence of a rn, while the pt's knee was in flexion 90 degrees. The knee was immediately wrapped and the incision was washed, sterilized and repaired in the operating room the same day. Accompanying photos revealed a large hematoma of the proximal tibia was present, suggestive of a fall. However, mechanism has not been confirmed since supervising nurse could not be contacted. Swabs were also taken and sent to the laboratory. The pt was administered xeralb for dvt post-operative and anti ht medication. It was noted that this surgeon had five (5) supervised cases while trialing quill srs. The surgeon has two (2) different assistants that were supervised using quill srs for initial trial then normally closed only the subcuticular layers on their own. The surgeon was present and assessing at this time.

Manufacturer narrative:
The actual "used" devices were not returned. However, sterile devices from the reported finished good lots were returned to angiotech for evaluation. Photos of the dehisced incision were also provided for review. This event was initially reported to critical assist and then forwarded to angiotech. Two (2) other finished good lots were also reported. The product information is as follows: quill srs #1 pdo; model/catalog #: ra-1059q; lot #: m597160; expiration date: 02/28/2011; device manufacture date: 02/2009; 510(k): k051609. Quill srs 2-0 monoderm; model/catalog #: ya-1024q; lot #: m428900; expiration date: 05/31/2012; device manufacture date: 05/2010; 510(k): k072028. (B)(4), quill srs item #ra-1065q, ra-1059q, ya-1024q, #2 pdo, #1 pdo, 2-0 monoderm, lot m394050, m597160, m428900. Method: the actual devices were not returned for evaluation. However, sterile devices from the same reported finished good lots were returned to angiotech and forwarded to the quality assurance laboratory. The samples underwent the standard pre and post hydrolysis testing for the specific suture material. Photographs of the dehisced incision were also provided for review. Results/conclusions: all returned devices met angiotech and (B)(6) requirements. Relevant portions of the device history records were reviewed and no corresponding issues were identified. Accompanying photos reveal large hematoma of the proximal tibia, suggestive of a fall or other similar trauma. However, mechanism has not been confirmed since supervising nurse could not be contacted.